Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20g powerloc max infusion set. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. The following observations were made during the sample evaluation: the safety mechanism was not engaged over the needle tip and was returned positioned at the needle base/ microscopic examination under uv light assistance revealed a white/clear adhesive-like substance at the interface of the needle shaft and safety mechanism. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture. The device is a supplied component and the supplier was notified of the event.

Event description:
It was reported by the customer ¿at approximately 12:10 I removed a patient's port needle access from their chest and place the locked, presumed retracted needle on the bedside table. Patient was discharged and I returned to clean up her chair. Upon discarding port needle my right thumb was punctured by the needle. Upon further inspection it appears that the safety failed on the device. In the fully locked position the needle was partially exposed on the plate. Clinic was notified and labs were added on to patient's previously drawn blood from earlier in the day."

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.